Manufacturer narrative:
Failure analysis noted that the pump passed basic occlusion, prime/ compromised force sensor and displacement test. Pump received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm noted in alarm history. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 12.3 mmol/l. The customer stated they did receive a motor position encoder error alarm. The customer sate the pump was not exposed to a high magnetic field. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.